Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been feeling weak, and don't know if the implantable neurostimulator (ins)  is working or not. The caller stated that when they checked the battery, it's at 30%, but the patient felt a painful shock. Caller confirmed that the therapy is on. Agent had the caller start a recharger session, and connect to the recharger app, the caller confirmed seeing 30% and good connection. Agent recommended continue charging the ins, and redirected to the hcp to further address the issue.